Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy. The device was infusing 500ml of 0.9% sodium chloride at a rate of 999ml/hr. After the infusion completed, there was approximately 100ml of solution still left in the bag. The customer was unsure if there was more than 500ml inside the solution bag to begin with or if there is an issue with the device. Any patient injury or medical intervention is unknown.